Event description:
It was reported that the patient experienced pain due to pocket erosion observed around the incision site. On (B)(6) 2017 the implantable cardioverter defibrillator was explanted and replaced. The patient¿s condition before, during and post procedure was stable.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).